Manufacturer narrative:
The device was not retained by the hospital for evaluation. At this time, there is no allegation of product malfunction but only an adverse event associated with the use of an edwards device. The device was discarded at the hospital. The event was presented by the edwards sales representative and the device was not returned for evaluation. Injuries to the coronary sinus is listed as a potential complication in the product IFU. The IFU further notes: warning: if resistance is met, stop and re-evaluate proplege device position. The proplege device should not be advanced if resistance is felt, as doing so would cause the proplege device to bend or buckle. Aggressive advancement in an attempt to engage the ostium may result in perforation or other injury. Warning: continuously monitor the pressure at the tip of the catheter. A pressure change that indicates the catheter has entered the right ventricle should be noted. Do not advance the catheter further if the tip is in the right ventricle as perforation or other injury can occur. Warning: guidewire should only be used with fluoroscopy to avoid coronary sinus injury. Warning: aggressive advancement of the guidewire in an attempt to engage the ostium may result in perforation or other injury. No device malfunction is indicted in the report and the events reported are included in the labeling. No actions are needed at this time. For complaints/reports of injury without a product problem, it¿s important to show that the type of event is a known potential complication or adverse event, is included in the labeling/training materials, and in the information we provide to help avoid the issue. Clinical letter referencing the use of the device and suggestions on how to mitigate the risk will be sent to the customer as a corrective actions are to be performed due to this event. All labeling and training appropriately address the risk. Manufacturing records could not be reviewed as a lot number is unknown. Trends will continue to be monitored through edwards quality systems

Event description:
It was reported by the sales rep that there was a patient injury. It was reported the patient had a perforated coronary sinus and perforated right atrial appendage. Fluoro was used and the physician had difficulty in locating the coronary sinus as the entrance hole was small and "hard to find". The proplege coronary sinus catheter, reportable kept "bowing and the physician withdrew it and advanced again before giving final occlusive shot. Wave form was observed" they converted to open procedure after pericardial effusion was noted. The patient is recovering well.